Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery error alarm occurred. The unit was programmed with multiple basal rates and monitored. The basals were delivered and recorded properly in the basal review screen; no basal anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms appeared. The following physical damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing blood glucose levels exceeding 400 mg/dl. The customer stated that she would treat with manual insulin injections while still wearing the pump, and within a few hours her blood glucose would be high again as if the basals were not being delivered. She had also received a no delivery alarm which she resolved by changing the reservoir. Troubleshooting was initiated for the high blood glucose. There were no apparent issues with the pump's functionality discovered. However, the customer did not have a tubing clamp available to perform the high pressure test. The customer was advised to change her entire infusion set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.